Manufacturer narrative:
B3 event date is unknown, see b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they need help to find out on which part of the 'wire' does the groups work. Pt stated when they 'turn them all' one time, their chest 'kinda' start to hurt, they back also hurt over to their stomach, and they don't know which one is lower towards their back and which is one higher towards their heart. Agent had difficulty understanding the patient because they were talking too fast. Pt stated their heart gets 'highlighted' because they just had 2 heart surgeries in september and november. Pt stated that they know if they messed the button on d, it's going to go down. Pt mentioned their hcp yesterday told them to 'play around' because their pain has gotten worse and they need to go up a little bit. When asked for event date pt said it's been getting worse just by itself for a while, when they had the surgery, the doctor 'twisted' their body, and their back started to hurt since then. Agent reviewed information. Agent redirected pt to their hcp to help them page a manufacturer representative (rep) to further address the issue.